Event description:
Procedure type: donor nephrectomy. According to the reporter: during procedure, the device did not cut well and a new device was opened to complete the procedure. There was oozing of blood. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No pt harm. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).